Event description:
The customer reported that the device intermittently fails to power on. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device intermittently fails to power on. There was no report of pt involvement. This complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.